Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient for bun, creatinine, hematocrit, and potassium. There was no patient information at the time of this report. Return product is not available, chem8+ cartridge lot h16073 is expired at the time of the complaint. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/27/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. While retained testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure, the lot was previously determined to be deficient for quality check codes (qcc) codes 27, 33 and for code l and was investigated under (B)(4).